Event description:
It was reported that during a ptca treatment procedure the nc viva balloon ruptured at 8 atms on the initial inflation. The lesion being treated was located in an unspecified coronary artery. The pt was asymptomatic during this event. The nv viva balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.